Event description:
It was reported that during a laparoscopic hepatectomy the device had an inability to clamp vessels resulting in intraoperative bleeding to the patient. Changed the new one to complete surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 12/2/2025 d4 batch # c9ej41. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without the tissue stop. The tissue stop was not returned. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The instrument was disassembled, and the advancer was confirmed to be bent with eleven (11) clips found inside the clip track. It is known that a bent advancer condition may lead to tissue stop out of position. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9ej41 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed clips, etc.)? -malformed clips how was the bleeding controlled? -changed another device how much blood was lost (ml)? -unknown did the patient require a transfusion? -no was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no.